Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that patient charged for 6 hours, but the recharger never showed full. Caller reported that the patient reported 6-8 bars. The 8840 showed 3 hour recharge intervals and the patient was charging to 100% with an average of 2 bars. The patient did not bring the recharger to obtain the recharger stats. The patient told the caller the screen would go blank but he presses the green button again and it continued to recharge. The patient was mobile while recharging. Technical services (tss) reported charging can take longer as battery gets fuller. Tss reviewed that when the battery was full the recharger should beep and it would turn off. Tss reviewed to have the patient check if sound was on. Tss reviewed that it's recommended to sit still while recharging versus being mobile. Patient to try these things. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the recharger not showing full was unknown. The issue had not been resolved. The clinician programmer showed it reached 100% at three hours but the patient told the representative the recharger never showed the full recharge screen and he continued to charge up to six hours.